Event description:
Additional information found the patient had their existing ipg buried deeper in the existing pocket on (B)(6) 2020, to address the issue. Additional follow-up indicates the pain has resolved.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient has pain at the ipg site. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.